Manufacturer narrative:
This is default text configured for block h10.

Event description:
Medication is not coming out of the inhaler [product delivery mechanism issue] no adverse event. Case narrative: this initial spontaneous report concerns of event product delivery mechanism issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via a telephone call and email concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date in (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg, inhale two puffs by mouth every six hours as needed (ndc: 69238-1291-1, batch number: ai25015, expiry date: oct-2027 and serial number: (B)(6)) for shortness of breath and wheezing. Current condition included shortness of breath and wheezing. Co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, the patient received the sealed medication from pharmacy and on an unknown date of (B)(6) 2026 the patient started using the medication and on an unknown date of (B)(6) 2026 the patient observed that medication was not coming out of the inhaler, and patient denied providing dose counter window reading and requested for the replacement. Further patient confirmed that the patient followed all the instructions for use provided in the pi as well all the cleaning instructions provided in the pi. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of event product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. This case was considered as serious. The reportability of this case was expedited.